Event description:
This is report 2 of 2 for the same event. Report received from the USA regarding an attachment device in which it was observed that the device " periodically froze up" during a cochlear implant surgery. According to the report, there was an identical spare device available. The reporter stated that the identical spare device also "periodically froze up". A second identical spare device was available, and the surgery was completed successfully with the spare attachment device. There were no delays in surgery. No injuries or medical intervention were reported.

Manufacturer narrative:
The attachment device was received for evaluation. The attachment device was evaluated and the reported condition was not duplicated. The reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).